Event description:
The patient's implant card was received where it was indicted that the patient's generator was unable to be interrogated and high impedance was seen out of pocket with the new generator and old lead. Four attempts were made with the new model 1000 generator. The pin was removed and wiped and re-inserted and high lead impedance over 5400 ohms was again seen. The device is currently disabled and the patient will be scheduled for lead replacement. While surgery for the lead is likely, no surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's lead was replaced. The explanted device is not available for return has the explanting facility discards the product after surgery. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected data, supplemental MDR #2 should have reported explant date as na.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history record for the generator was reviewed. The generator passed all specifications prior to distribution into the field.